Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a radiofrequency (rf) ablation with a viking electrode catheter and an intellanav mifi open-irrigated via a 8f sheath was being performed to treat premature ventricular contractions. The physician performed ablation after 3d mapping. The physician found the mapping position had shifted, but the system did not alert an error. About fifteen minutes into ablation, the patient experienced a pericardial effusion near the left aorto-mitral continuity (amc) origin, so the physician stopped the ablation. The physician then performed a pericardiocentesis. The patient was transferred to the coronary care unit (ccu) for further observation after they were stabilized. However, the patient died on (B)(6) 2020 due to condition deterioration. The patient's official cause of death was acute myocardial infarction. The devices are expected to be returned. It was reported that the mapping position shift did not cause or contribute to the pericardial effusion and subsequent death. No resistance was felt while maneuvering the catheters.

Event description:
It was reported that a radiofrequency (rf) ablation with a viking electrode catheter and an intellanav mifi open-irrigated via a 8f sheath was being performed to treat premature ventricular contractions. The physician performed ablation after 3d mapping. The physician found the mapping position had shifted, but the system did not alert an error. About fifteen minutes into ablation, the patient experienced a pericardial effusion near the left aorto-mitral continuity (amc) origin, so the physician stopped the ablation. The physician then performed a pericardiocentesis. The patient was transferred to the coronary care unit (ccu) for further observation after they were stabilized. However, the patient died on (B)(6) 2020 due to condition deterioration. The patient's official cause of death was acute myocardial infarction. The devices are expected to be returned. It was reported that the mapping position shift did not cause or contribute to the pericardial effusion and subsequent death. No resistance was felt while maneuvering the catheters. It was further reported that an updated stamped statement was received from the hospital stating that "the direct cause of pericardial effusion & death are not related with bsc viking electrode catheter and intellanav mifi oi catheter used in radiofrequency (rf) ablation."

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.